Manufacturer narrative:
Age/date of birth, weight and ethnicity: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Phone : (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic was faulty and lens was removed from the patient's eye and replaced. No patient injury reported. No further information available.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: 4/9/2021. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: evaluation was performed, lens was received cut in half, which was consistent with a lens that was handled during removal and replacement. Haptic damage, both haptics bent and one haptic with additional damage at the outer tip was also observed, but might be attributed to handling and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that a complaint was found as part of this production order and was coded for ¿haptic damaged¿ which is the same code used in this investigation ((B)(4)). There was no product received for this complaint; therefore, no product malfunction or deficiency could be identified, and no escalation is required. Another complaint was found as part of this production order and was coded for ¿haptic damaged¿ and "folding issues" in which "haptic damaged" is the same code used in this investigation ((B)(4)). According to the product evaluation of the returned lens the complaint issue could not be confirmed. No product malfunction or deficiency could be identified, and no escalation is required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.